Manufacturer narrative:
Device evaluated by MFR: a 10 mm x 2.75 mm wolverine was returned for analysis. A visual examination identified that the balloon folds were relaxed. Traces of blood were noted inside the balloon body and no tears were noted. The device was attached to an encore inflation device and a pinhole leak was identified in the balloon. The pinhole was located over the proximal edge of the proximal markerband. The markerbands and blades section of the device were visually and microscopically examined, and no issues were noted with the markerbands and blades of the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. The tip was visually and microscopically examined, and there were no signs of damage on the distal edges of the tip. Visual and tactile examination found no issues with the extrusion shaft of the device. A severe hypotube kink was noted at 43 cm distal from the strain relief. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the device was unable to cross the lesion. A percutaneous coronary intervention was being performed. The 85% target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. This 10mmx2.75mm wolverine cutting balloon was selected, the device was unable to cross the lesion. The procedure was completed with another of the same device. Not patient complications were reported and that patient status is stable. However, device analysis identified a pinhole.